Manufacturer narrative:
The complaint investigation for non-reactive alinity I syphilis tp results for one patient included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of retained kits with the complaint lot number and return sample testing. Trending review determined no related trend for the issue for the product. Device history record review did not identify any related non-conformances or deviations with the likely cause lot and complaint issue. The returned patient sample was tested with a retained reagent of lot 12489be01 and a non-reactive result of 0.48 s/co was obtained. Although there is no reference test method for the syphilis assay, the sample was also tested on mikrogen recomline treponema igm/igg which showed a negative result for the sample. Sensitivity testing was performed using an in-house retained kit of lot 12489be01, stored at the recommended storage condition. The sensitivity panel met specifications and the results were in the typical range and no false non-reactive results were obtained. No systemic issue or deficiency of the alinity I syphilis tp assay was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 07p60-31.

Event description:
The customer observed a false nonreactive alinity I (B)(6) tp result for a (B)(6) year-old female patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result, on (B)(6) 2020, was 0.45 s/co, recentrifuged and repeated was 0.49 s/co. The result on a sysmex analyzer was positive, as well as the colloidal gold method, livzon reagent, was also positive. There was no impact to patient management reported.